Event description:
It was reported that the 2600 system would not expose film, when the spot film foot button was pushed. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Troubleshoot system. Reseated connectors in table and cleaned connectors to foot switch. Could not duplicate issue. As a proactive measure have placed a footswitch on order. Discussed switching from fluoro to spot film technique with the customer. The system was tested and found to be working as intended and placed back into service.